Event description:
Patient, was grafted with epicel cea in 2002 with 144 grafts. The following month, the patient was grafted with 96 epicel cea grafts. Patient expired due to renal failure 4 months later. No further details were provided. No further information is anticipated. Manufacturer's comment: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility tests samples collected.